Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter. "It was reported that the product was found to have draw volume greater than the upper spec limit of 5.5ml. Upon data analysis and review, product for one lot of 367842 was found to have draw volume greater than the upper spec limit of 5.5ml. 2 failure of 30 tested. Product is required to meet 99% reliability with 95% confidence against the usl, but a statistical analysis shows that this lot is unlikely to be meeting that requirement. Ppk requirement is = 1.02 for a sample size of 30. This lot has a ppk of 0.50. Product was exposed to a double dose of sterilization min dose: 15.6kgy, max dose: 21.8kgy. R&d senior manager performing data analysis and review of tube 367842, and the draw volume was greater than the upper spec limit of 5.5ml, so it was overfilling."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, "it was reported that the product was found to have draw volume greater than the upper spec limit of 5.5ml. Upon data analysis and review, product for one lot of 367842 was found to have draw volume greater than the upper spec limit of 5.5ml. 2 failure of 30 tested. Product is required to meet 99% reliability with 95% confidence against the usl, but a statistical analysis shows that this lot is unlikely to be meeting that requirement. Ppk requirement is = 1.02 for a sample size of 30. This lot has a ppk of 0.50. Product was exposed to a double dose of sterilization. Min dose: 15.6kgy. Max dose: 21.8kgy. R&d senior manager performing data analysis and review of tube 367842, and the draw volume was greater than the upper spec limit of 5.5ml, so it was overfilling."